Event description:
It was reported that a patient underwent a removal of an 8 hole variable angle locking compression plate (medial, distal tibia), (4) 3.5 mm screws, (1) 4.0 mm cancellous screw, and (1) 2.7 mm variable angle locking screw. When the original surgery was performed on (B)(6) 2014, the patient had a contaminated open wound. Since then the bone healed but the distal tibia has an infection and the hardware was removed to treat the infection. Reportedly, there were no issues with the hardware. The 2.7 mm locking screw head was broken off, however, during removal; the screw head was removed but the shaft was left in the patient. This report is for one, unknown, 2.7mm variable angle locking screw. This is report 2 of 2 (B)(4).

Manufacturer narrative:
(B)(4). Device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event date for infection is unknown; however, screw broke during explant on (B)(6) 2015. This report is for one, unknown, 2.7mm variable angle locking screw. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.